Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery status of this pacemaker went from two years remaining to end of life (eol) in a span of seven months. Additionally, field representative confirmed that the device had longevity issue as the device reached eol at an accelerated rate. The device was explanted. No additional adverse patient effects were reported.